Manufacturer narrative:
.

Event description:
It was reported that the patient felt pain due to the lead being close to the surface of the skin. When the ICD was electively replaced, it was decided to leave the lead implanted. The patient was discharged and recovering with no further problems.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Please retract this MDR 2938836-2015-03660. Duplicate report filed on 12/30/2014, 2938836-2014-19361.